Event description:
It was reported that during a sent procedure, two stents were implanted in the "lcx" and "lad". Then while direct stenting (contrary to IFU) of the proximal "lcx", the stent delivery system (sds) balloon ruptured at 16atm. The stent was deployed with good results. Difficulty was encountered while pulling it into the sheath and force was used. When the sds was inspected outside the anatomy, only a portion was intact. The other portion possibly remained in the patient. Angiography was performed and no plastic was found. The flow in the patient's leg was patent.